Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer screen froze. The hard drive was replaced and the software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer was slow to start up. While interrogating a device, the programmer froze and then displayed a black error screen with white writing. A different programmer was used to complete the interrogation. The programmer was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.